Event description:
This event was captured based on literature review of the article: development of mitral stenosis after single mitraclip insertion for severe mitral regurgitation. The mitraclip procedure was performed in (B)(6) 2010 to treat functional mitral regurgitation (mr) with a grade of 4. Trans-esophageal echocardiography (toe) confirmed minor restriction of the posterior leaflet, a heavily calcified annulus, and an orifice of 3.9 cm2. In addition, there was evidence of severe tricuspid valve (tv) regurgitation, and moderate right ventricle impairment. There was preserved left ventricular function. One clip was placed between a2 and p2 and the mr was reduced to 1. The patient was discharged 4 days post-procedure. Three months later, the patient presented with significant shortness of breath. Repeat toe confirmed a well-positioned clip with mild residual mr. However, the possibility of significant mitral stenosis was raised due to the presence of significant turbulence through the bi-orifice valve, with a peak gradient of 25 mm hg. In addition, there was evidence of severe functional tv regurgitation with elevated pulmonary artery pressures, confirmed on subsequent right heart catheterization. After repeated heart team discussions and a failure of optimal medical therapy, minimally invasive surgical replacement of the mitral valve and simultaneous tv repair was undertaken via a right thoracotomy. The procedure was a success and the initial post-operative response was good; however, the patient developed a combination of hospital-acquired pneumonia and significant gastrointestinal bleeding (post-operative day 35). She refused further medical intervention and died a few days later. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as (B)(6) 2010; date of implant estimated as (B)(6) 2010; date of explant estimated as (B)(6) 2010; the incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. In this case, there was no reported device malfunction associated with the cds. The reported patient effects of dyspnea, mitral regurgitation and mitral stenosis are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The lot history record (lhr) review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. Based on the information reviewed, there is no indication of a product deficiency. (B)(4).